Event description:
Patient sent email alleging "cornea damage" after removal of contact lens. The patient did not provide a phone number or other contact information beyond an email address. The patient has not responded to multiple email replies. It is unclear what is meant by "corneal damage," therefore, this report is being filed as a worst case. We will continue to attempt contact with this patient and will follow up within 30 days of receipt of additional information if the patient responds to the email.